Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error. Blood glucose level was 143 mg/dl at the time of the incident. It was stated that the device was not exposed to a high magnetic field. The customer was assisted with troubleshooting. The customer unable to clear the alarm and not able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.